Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual inspection was performed on the returned device. The reported proximal shaft separation and kink were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported proximal shaft separation and kink appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of this device.

Event description:
It was reported that on removal of a 1.20 x 8 mm mini trek balloon dilatation catheter (bdc) from the dispenser coil with no reported resistance, the proximal shaft kinked and separated. The bdc was not used and there was no patient involvement. A new unspecified bdc was used to successfully continue the procedure. There was no clinically significant delay in the procedure. No additional information was provided.